Manufacturer narrative:
A sample was available and returned to bd for evaluation. A quality engineer was able to inspect the sample and found that the stopper mark was at the 5ml mark. It took 32.5n of force to push the plunger down and the specified pressure is less than 20n thus verifying the reported issue. DHR review found that there was an issue with dry barrels at the fill room and that testing was being performed on the syringes. Ism performed a 0.04% aql on the stack building checking 315 accept on 0 reject on 1 and found 0. This sample was probably meant for testing but was missed during collection and accidentally placed into a package. This appeared to have been an isolated incident and was under the aql for this issue. All our inspections performed while manufacturing this batch were accepted. There were no qns issued during the production of this batch listed in the complaint. Forty-seven representative samples were also sent to bd for evaluation. The samples were investigated and all of them were found to be within specification for plunger force. The highest reading was found to be 14.85n and the lowest was 7.85n. CAPA not required for this event. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a 10 ml bd posiflush¿ sp syringe was difficult to depress. There was no report of exposure, injury or medical intervention.